Event description:
The product was used during a laparoscopic hernia repair procedure. Reportedly, during the procedure, the left common iliac vein was perforated as well as the small intestine. The surgeon converted to a laparatomy and manually sutured to complete the procedure. The hospital has reported the pt's condition is satisfactory.

Manufacturer narrative:
8/6/1998- it has come to co's attention that this event is a duplicate submission of a previously reported event. Please disregard the event submitted under this reference number.